Event description:
It was reported that during a shoulder arthroscopy/acromioplasty part of the wand came off during the procedure. The subject wand was disposed of at the site and was not returned for evaluation. It was confirmed that the debris was removed from the patient's surgical site during the procedure. The surgical site was considered to have been clear of any further debris by the surgeon. The procedure was completed with no further incidents. No patient complications were reported as a result of this event.